Event description:
A breakage of an implanted surfix screw (tibiaxys arthrodesis plates) was reported. There was no pt injury or death alleged. Add'l info has been requested. However, no further info is available.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.